Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information was later received reporting high impedance and oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead analyzed. Other: device was returned to the manufacturer, analyzed, and tested out of specification. Additional information was later received reporting high impedance and oversensing. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated, electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event. Impedance, high, oversensing.